Event description:
Breast implants in (B)(6) 2000, first ER visit for extreme shortness of breath and chest pain (B)(6) 2000. Medicated and released. Continued increase in number and severity of symptoms since then including worse migraines; extreme fatigue; inflammation of muscles; severe joint pain, brain fog; consistently increasing shortness of breath and chest pain; numbness in arms and fingers (especially left side); anemia, bowel issues; slower digestion; blurred vision. Of note, recorded peak severities within 18 months after each (of 3 mammograms). Stopped mammograms until removal of breast implants. Tested several times for lyme, celiac, lupus, including tests to rule out fibromyalgia. Results mostly normal. Placed on antidepressant for 6 months which assisted with bowel movement and digestive system but nothing else. Explant scheduled (B)(6) 2019.